Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 9, which recurred despite attempts to reset it. There was no adverse impact to the customer's blood glucose level. The customer, finding the pump issue unresolved, was guided by technical support to reset the pump and, upon recurrence of the malfunction, was switched to an alternative therapy, mdi, to maintain insulin delivery. Technical support arranged for a replacement pump to be sent, provided detailed return instructions for the faulty pump, and confirmed the delivery arrangements with the customer.